Event description:
Additional information provided that the patient experienced symptoms of a headache.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported they experienced withdrawal. Caller reported that in (B)(6) 2012 she was put through withdrawal three times. The symptoms were severe and the patient was hospitalized. The symptoms were profuse sweating and vomiting. Hcp was involved in resolving the issue by prescribing morphine. The patient was having concerns with their device or therapy and had sought further help. The patient was looking for a physician to manage their care. The pump was delivering fentanyl, bupivacaine and dilaudid.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).